Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a few days after implant, the right ventricular (rv) lead exhibited no capture and diminished sensing, and was later found to have dislodged. The patient complained of symptoms of depression. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.